Manufacturer narrative:
Insulin pump received with partial display due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Moisture damage was found on the electronic assembly during visual inspection. P-cap or reservoir locked properly in place. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the display window was worn and damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.